Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of a fractured cannula. Based on the condition of the returned unit, it is likely that the reported event was caused by uneven wall thickness, which occurred during the injection molding process of the cannula. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. Applied medical continuously seeks to improve the form, function and ease of use of its products. As part of this process, applied medical has implemented process enhancements intended to further minimize the potential for this type of incident to occur.

Event description:
Procedure performed: robotic lap chole. Event description: rep was not in the case, but spoke to the doctor. Patient was morbidly obese. The trocar snapped in half while in the patient. The stress/ torque on the trocar seemed to cause the trocar to snap while they were attaching the robotic camera. The trocar snapped in 2 pieces. They extended the incision to remove the distal half of the trocar and then placed another trocar to complete the case. There was no particulation. There was not patient injury. There are no photos available. The device is available to be returned. Intervention: pieces were retrieved and trocar was replaced. Patient status: no injury to the patient.

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: robotic lap chole. Event description: rep was not in the case, but spoke to the doctor. Patient was morbidly obese. The trocar snapped in half while in the patient. The stress/ torque on the trocar seemed to cause the trocar to snap while they were attaching the robotic camera. The trocar snapped in 2 pieces. They extended the incision to remove the distal half of the trocar and then placed another trocar to complete the case. There was no particulation. There was not patient injury. There are no photos available. The device is available to be returned. Intervention: pieces were retrieved and trocar was replaced. Patient status: no injury to the patient.